Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that after around ten months of an intraocular lens (iol) implant procedure, patient began experiencing persistent double vision and glare. These visual disturbances significantly impacted patient's ability to carry out daily tasks. Patient was unable to work effectively on a computer due to blurred vision, and driving at night became extremely difficult because of the extended glare. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.